Event description:
It was reported to covidien on 09/21/2009, that a customer had an adverse event while using our product. Customer reports the care giver gave the shot to the pediatric patient, then tried to do a surface activation of the magellan safety needle and stuck the mother who was helping to hold the child. The product did not malfunction; the customer is accustomed to other activation methods.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.